Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). If any of the accessories fell out of the accessory holder, this could potentially result in serious injury. Probability: there has been no mistreatment or injury reported. The event of a falling accessory did not occur, but it may occur if the user continues even though the accessory holder does not securely lock. There is a warning in the user manual, that asks the user to ensure the accessory holder is securely attached to the collimator before placement of a pt under the collimator. Should an accessory slip out of the accessory holder while rotating the gantry it is unlikely, that it will fall onto the pt since the accessory would fall out at a point when the force of friction is exceeded. At this point, the gantry is normally in a position where the pt could not be struck by a falling accessory. Other devices may be affected. An investigation is required to determine the scope of this issue. Pending the final investigation a final corrective action will be determined.

Event description:
A potential product issue has been identified internally with our oncor impression accelerator. In the abundance of caution this issue is being reported. We have discovered that it is possible for the electron applicators to be partially inserted into the collimator accessory rails such that the applicator insertion interlock clears and the applicator code is recognized, but the mechanical latch is not fully engaged. In this scenario, it is possible for the applicator to slip out of the rails when the gantry is rotated towards 270 degrees. It seems that the accessory insertion interlock (no 26) is not actually interlocked with the mechanical latch of the accessory. In our view, this represents a serious safety issue, as these applicators are extremely heavy. Of course any accessory insertion should always be physically verified, but human factors engineering should also assist in minimizing all risk of staff and pt injury. If the mechanical latch were in fact interlocked explicitly, gantry rotation without a fully inserted accessory would not be possible. There was no pt involvement and there has been no mistreatment or injury reported.